Event description:
False positive covid test. Swab taken on (B)(6) 2020. No idea where/ when results were done. I did not get the results back until (B)(6), and said it was positive. Ran to ER place and did a rapid test (B)(6), negative, then went to doctor's office and did antibodies test (B)(6), negative. False results; sent 10 people into testing for no reason and spent a lot of $. All I have is a phone number for the place where I went for the swab (outside building), (B)(6). Doctor who got the results, dr. (B)(6), family medicine associates, (B)(6).